Manufacturer narrative:
The cause of the discrepant qc and patient results is user error. The event occured after a preventive maintenance procedure in which the operator reversed two fluid lines on the system. The disinfectant and water lines were reversed. After the error was detected by qc, the account properly rerouted the fluid lines, performed multiple flushes, recalibrated, and confirmed proper operation with qc. Corrected patient results were issued. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time (pt) and activated ptt (aptt) qc and patient results were obtained on the bcs xp instrument after a maintenance procedure. Patient results were reported to physicians prior to qc being detected out of laboratory ranges. Patient samples were repeated and lower qc and patient results were obtained. Corrected patient results were issued. Patient treatment or diagnosis was not altered on the basis of the falsely elevated pt and aptt results. There was no report of adverse health consequences as a result of the falsely elevated pt and aptt results.